Event description:
The facility reported that the lift was being pushed from the hall to the bedroom. The gate was not locked. The caregivers went back to the gate to open it. When they pulled on the rail, the rail became loose. No injuries were reported. (B) (4)